Event description:
Report 1 of 3: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, 100 retentions from both known lot numbers were visually inspected with no issues observed. Additionally, a functional test for draw volume was performed on 10 retained samples from both lot known lot numbers and all tubes tested within specification requirements. No testing or device history review could be performed on the unknown lot number. Based on a review of the device history record for the known incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.